Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on the information provided and per the physician, the reported migration (partial clip movement) is due to patient conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4. A triclip was inserted and deployed on the tricuspid valve. A second triclip xtw was inserted and deployed on the tricuspid valve. However, after deployment, the clip partially detached from the septal leaflet and remained attached to the posterior leaflet (partial clip movement). The procedure was completed with two clips implanted, reducing tr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.